Event description:
Drive rollator model# 10230. Pt went to get up and walk around home, the leg broke off completely causing pt to fall and develop bruising. Weight capacity for this type of equipment is 300 pounds. The pt weighs less than that at her last physician appointment which was done last week.